Event description:
During screwing, the fixation screw of the ps-insert broke. Due to the lack of a component of the same size, the surgeon was obliged to take out the already cemented tibia sz 3 to implant a new tibia sz 4 with a new liner. MFR ref# 3005180920-2014-00148.